Manufacturer narrative:
The reported event of a separation failure was confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found the inner coil to be offset, consistent with procedural damage.

Event description:
It was reported that the stylet failed to be separated from the right atrial (ra) lead during implant. The procedure was completed using an alternate lead on (B)(6) 2025. The patient was stable.